Event description:
The customer reported the system displayed an error code message and thereby shut down. No report of pt injury.

Manufacturer narrative:
The customer indicated the reported issue could not be duplicated and therefore cancelled the service call.